Event description:
Additional information received from a healthcare provider reported the device recently ran dry for unknown reasons. Administratively, all seemed okay (it was determined that she should have still had 4.7 ml left), and they have ultrasound imaging that shows it was not a pocket fill. The patient did go to an elevation of 10,500 feet and also was in a hot tub. It is a newer device (installed this year) and this was the patient's 3rd fill.

Manufacturer narrative:
Continuation of d11: product ID a820 serial# unknown product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving bupivacaine dose and concentration not reported and dilaudid 2mg/ml at 0.5mgday via ani implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 a volume discrepancy was reported. The arv (actual reservoir volume) was 0ml and the erv (expected reservoir volume) was 4.7ml. Per the reporter, they are doing a rotor study as well as a cap dye study today and during refills they use ultrasound to ensure they are in the reservoir. There were no discrepancies noted on past refills. It was also reported that the patient had a ptm and whenever they give themselves a bolus, the ptm tells the patient that after the bolus was complete they still have the same amount of boluses. The patient would then give themselves another bolus right after since the ptm told them they still had the same number of boluses. They pulled the pump logs and it didn¿t look like the patient had given themselves more boluses that allowed. Additional information received the next day reported that healthcare provider did a roller study and cap dye study and both were negative. They removed the drug from the pump and did the removing system contents procedure so there is only saline in the system now at min rate mode. The patient experienced a decrease in efficacy. No further complications were reported or anticipated.

Manufacturer narrative:
Update: the type of reportable event was updated from previously being a reportable malfunction to now a reportable serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. It was noted that a device issue occurred. The patient had an empty pump despite it supposed to have had 4.7 ml. The pump was filled with saline and the catheter was re-checked. The pump was to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the actions and interventions taken to resolve the volume discrepancy and empty pump -no alarm was the pump was filled with normal saline and programmed to run at 0.05cc per day. The physician was to evaluate actual vs expected. The cause for the volume discrepancy and empty pump -no alarm was unknown. The actions and interventions taken to resolve the patient¿s ptm saying that they still had the same number of boluses after receiving the bolus was noted as the printout of the logs from the ptm did not indicate any duplicate boluses. The cause of the patient¿s ptm saying that they still had the same number of boluses after receiving the bolus was unknown. No further complications were reported regarding the event.